Event description:
A customer reported via phone call indicating that sensor alarms on their insulin pump. The patient's blood glucose was over 92 mg/dl at the time of the call. The customer realized that they had issues with connecting to their transmitter. The customer was advised to charge the transmitter for a minute. The customer was then reconnected with their transmitter. The customer found that they had sensor errors and weak sensor alerts in the alarm history due to the issue with the transmitter. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.